Manufacturer narrative:
The device was not returned to edwards for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing related issue was not identified. A definitive root cause cannot be determined. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The following article was reviewed: transcatheter valve-in-valve implantation: failing tricuspid bioprosthesis in a patient with ebstein¿s anomaly by villablanca et al., 2017. It was learned that the patient referenced had an edwards bioprosthetic valve who underwent a valve-in-valve procedure due to severe tricuspid regurgitation and stenosis with an immobile leaflet, as a result of degenerative bioprosthetic valve. Implant duration of the valve was approximately three (3) years and five (5) months. Both, transthoracic echocardiography (tte) and transesophageal echocardiography (tee) showed a severely dilated right atrium and a new tv stenosis with an immobile leaflet. This created a coaptation defect, causing moderate to severe tv regurgitation. The right heart catheterization confirmed an increased tricuspid valve (tv) transvalvular gradient (mean gradient 14 mmhg) and elevated right-sided pressures (mean right atrium pressure 22mmhg; right ventricle 45/10 mmhg; pulmonary artery 40/15 mmhg). The ttvr was performed with an edwards transcatheter valve. Mild paravalvular regurgitation was initially observed, but with post-deployment balloon dilation no further paravalvular regurgitation, tricuspid stenosis or regurgitation was appreciated. The transvalvular gradient declined from 14 mmhg to 1 mmhg. At the two-year follow up, tte confirmed an adequate positioning of the prosthesis, with no residual regurgitation or stenosis. The patient remained free from symptoms and in nyha functional class I.